Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier would not clip an investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer-reported complaint. Failure analysis found the primary failure of the broken input to be related to the customer-reported complaint. The instrument was found to have multiple broken input disks. Input disk #7 was completely detached from the housing, and hairline cracks were found on input disk #6. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the medium-large clip applier instrument clipped once and then would not clip. It was noted that the upper left input disk was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The event occurred while the surgeon was attempting to clamp on a vessel or tissue bundle. The clip that was used was a medium-large clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. Another clip applier was used to resolve the issue.